Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with a button error alarm due to moisture damage noted on the keypad trace. The device had moisture damage on the electronics. The insulin pump was also received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 181 mg/dl. The customer stated that the insulin pump had been bumped prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.